Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had a impella cp pump placed to support a patient admitted in acute myocardial infarction and cardiogenic shock with st elevation myocardial infarction and ventricular septal defect. The pump support was ongoing when the abiomed¿s long-term outcome and quality indicator database reported upon adverse events occurring and attributed to impella use. There was thrombus present in the impella limb- the pulses were lost and thrombectomy was done. Additionally a vessel suture wad done to vessel with a 5.0 prolene suture. There was a "possible" coagulopathy which did prompt blood products. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the reported limb ischemia and vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia and vascular damage could not be determined.